Manufacturer narrative:
Additional information was received that the patient was experiencing an increasing pain at the lead insertion site. It was noted that the pain was worsening. The patient will undergo lead and anchor revision procedure.

Event description:
A report was received that the patient was experiencing pain at the anchor sites. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician adjusted the placement of the clik anchor. It was also reported that the lead was not revised. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the anchor sites. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the anchor sites. The patient will undergo a revision procedure. No device malfunction was suspected.